Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation the pump powered on to the verify screen with an audible tone and fully illuminated display. The vibration motor did not respond. The battery compartment was intact; no cracks were detected. The battery cap was able to fully tighten to the pump. There was evidence of moisture contamination found on the underside of battery cap. A power loss was not observed. Evaluation revealed a battery compartment leak . The pump case was removed and the vibration motor alignment pins were found to be misaligned. The pins were realigned and vibration motor responded appropriately. There was moisture contamination observed inside the pump and on various electrical components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.